Event description:
International affiliate reports that th12-l3 instrumentation was done using viper to treat compression fracture of osteoporotic bone. After the surgery, the patient fell and visited the hospital. Diagnostic imaging revealed that two polyaxial screws at l3, on the left and right sides, had backed out. Affiliate reports that the patient had no clinical symptoms. The surgeon is continuing to follow the patient and there are no plans for revision surgery at this time. See mfg report# 1526439-2012-00237 for the second polyaxial screw that was involved in this event.

Manufacturer narrative:
The screw remains implanted and is not available for evaluation. Review of the device history records found no discrepancies. Without a product sample, we are unable to confirm the reported issue or identify the root cause. At this time, the complaint is considered to be closed. However, if the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device remains implanted.

Manufacturer narrative:
(B)(4)